Event description:
Boston scientific received information that low shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information received indicating that there was only a single out of range value of impedance, and all other measurements were within normal limits. The physician decided to monitor the values more often. Therefore, the device and lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.